Event description:
Additional information received indicates the infection symptoms resolved and patient was re-implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported infection was present at the ipg site and as such surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. A4- patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.